Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she went to refill a new reservoir and it would not let her prime. The customer stated that insulin was squirting out during the manual prime process. The customer stated that she was unable to exit the preparing to prime loop. The customer was advised to hold down the act button until she receives a second series of beeps or numbers to appear on the display. The customer stated that the second series of beeps did not appear on the screen. The customer was advised that liquid inside the tubing connect can temporarily block the vents that allow proper priming. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a loose/protruded drive support disk. The pump was received with a loose/protruded drive support disk, a severely scratched display window and a cracked reservoir tube lip.